Manufacturer narrative:
Philips received a complaint on philips heartstart xl defibrillator indicating that the device is unable to start up. There was reportedly no patient involvement. The hospital equipment engineer assessed the device and determined that the reported issue was caused by a faulty energy selection knob switch. To address this problem, the engineer replaced the faulty switch, restoring the device to full functionality. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was repotted to philips that the device cannot bootup. There was no reported patient impact or injury.